Event description:
Wafer adhesive frequently fails permitting intestinal material access to skin and clothing. This seemingly minor problem can limit one's travel even short distances. The interval between application and leakage varies from hours to weeks. I suspect the problem stems from one or both of the following because as used this product for many years, it has occurred only in the last several months: 1-change in formulation - greater percentage of water-soluble material in the adhesvie or an unevenness of adhesive application.